Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-vh describes the reprocessing methods in the following chapters: chapter "reprocessing workflow for endoscopes and accessories" chapter "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The steps taken during the precleaning, and manual cleaning process were not provided by the customer. For automated endoscope reprocessor (aer) treatment, an mimi etd2 (serial number (B)(6)) machine is used with an unspecified olympus detergent and unspecified (disinfectant)( reference (B)(4).) The scope is dried using blew by clean compressed air. The scope is stored in a storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. It was unknown if the water quality of the rinse water was controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The last time the water filter was replaced was january 2023. During the device evaluation, it was uncovered that the glue on the bending section cover was separated. It was also uncovered that the connector case and plug unit were cracked. Lastly, it was observed that the biopsy channel had incised cuts. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the cysto-nephro videoscope tested positive for microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for < 10 colony forming units (cfus) of acetinobacter baumanii and staphylococcus epidermis. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.